Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the system was beeping as the system tries to boot. Intermittent. Problem appears to be atp board. Replaced atp board. Verified dose is within tolerance and that the system functions as intended. The atp board has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system image acquisition system (ias) was beeping and displayed the message "initializing, please wait". It was reported that the system would not advance past this message. The system was rebooted and the remote desktop checked. The generator was displayed as "not ready", and the detector was "ready". There was no patient present when this issue was identified.

Manufacturer narrative:
The (B)(6) board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.